Event description:
According to the reporter: the device did not work. There was no problem with staple formation. The device could be loaded but with some difficulty. Surgery time was extended by more than 30 minutes. The incision was extended by more than one inch. There was no additional surgical process necessary to correct the stapler problem. The case was continued by applying another device.

Manufacturer narrative:
(B)(4).